Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested.